Event description:
It was reported that during an unk procedure that the surgeon found it difficult to turn the adjusting knob. The noise heard seemed different. The device partially cut and partially sutured. The staples were not properly formed. The procedure was finished using a new device. There was no adverse pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.